Manufacturer narrative:
A device history record review was completed for provided material number 309628 and lot number 3305766. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, one (1) image showed the packaging top web with the applicable product information and the other picture showed a loose syringe with scale markings light and missing. Based on the investigation results, it is not possible to identify a cause related to the manufacturing facility. The physical sample would be required for a more thorough evaluation and any potential additional conclusions. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
Material # 309628; batch # 3305766. It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: verbatim: earlier this week when the customer was taking the 1ml and 3ml syringes out of the sterile packaging and using them, the black ink wears off on their hands and the calibration becomes hard to see. No patient affected as product did not reach patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.